Event description:
It was reported that a patient is being considering for a revision at an unknown date due to total failure of the glenoid components (broken screws and baseplate pulled out from glenoid). Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Common device name: phx. Concomitant medical products: comp aug mini bsplt w tpr lg: cat# 110032430, lot# 64228644. Comp rvs cntrl 6.5x25mm st/rst: cat# 115395, lot# 071970. Comp lk scr 3.5hex 4.75x30 st: cat# 180553, lot# 420090. Comp lk scr 3.5hex 4.75x30 st: cat# 180553, lot# 498970. Comp lk scr 3.5hex 4.75x15 st: cat# 180550, lot# 234020. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00538, 0001825034-2022-00539, 0001825034-2022-00540, 0001825034-2022-00541, 0001825034-2022-00542.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fractured glenosphere screws with loosening of the glenoid component. Possibly related to extensive glenoid heterotopic ossification. Radiolucency surrounding the glenosphere, consistent with loosening. Bony impaction of the humeral component with the heterotopic ossification arising of the inferior aspect of the glenoid. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.